Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the battery compartment was cracked below the bumper pad and on the threads above the bumper pad. Unrelated to the battery compartment damage, the display was dim and discolored. The audio bolus button cover was torn but it still responded normally. The up, down, and contrast buttons had an intermittent response. Contamination was found underneath all of the keypad button contacts. The battery cap was damaged. Returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.